Event description:
It was reported that there was a clot in triple lumen path, which was aspirated with 5ml syringe, and then flushed with 10ml syringe (saline solution). Soon after this, it was noticed a leakage, so the path was no longer used (just other paths used), but when the device was removed on monday it was noticed a partial catheter rupture with no harm to patient.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs0141 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a clot in triple lumen path, which was aspirated with 5ml syringe, and then flushed with 10ml syringe (saline solution). Soon after this, it was noticed a leakage, so the path was no longer used (just other paths used), but when the device was removed on monday it was noticed a partial catheter rupture with no harm to patient. Additional information received: at what point during device use was the leak discovered? During flush of later? After sanitization. If later, what was infusion when the leak was discovered, and what volume of syringe was used? The syringe used was 10 ml. Was there exposure to chemotherapy drugs? If so, were pep actions taken? There was exposure of serophiliological fluid. It wasn't chemotherapy. Was the clot aspirated with 5ml syringe? Yes. Was a treatment given to patient for dvt / coagulation drugs? No. Was a drug or agent used during clot aspiration to dissolve it? Or was aspiration enough to remove the clot? No agent was used. Clot notice date: (B)(6) 2022. Clot aspiration and saline solution flush date: (B)(6) 2022. Leakage date: (B)(6) 2022. Is there any other relevant history or concomitant therapy? No.

Event description:
It was reported that there was a clot in triple lumen path, which was aspirated with 5ml syringe, and then flushed with 10ml syringe (saline solution). Soon after this, it was noticed a leakage, so the path was no longer used (just other paths used), but when the device was removed on monday it was noticed a partial catheter rupture with no harm to patient. Additional information received: at what point during device use was the leak discovered? During flush of later? After sanitization if later, what was infusion when the leak was discovered, and what volume of syringe was used? The syringe used was 10 ml. Was there exposure to chemotherapy drugs? If so, were pep actions taken? There was exposure of serophiliological fluid. It wasn't chemotherapy. Was the clot aspirated with 5ml syringe? Yes. Was a treatment given to patient for dvt / coagulation drugs? No. Was a drug or agent used during clot aspiration to dissolve it? Or was aspiration. Enough to remove the clot? No agent was used. Clot notice date: 15/07/2022. Clot aspiration and saline solution flush date: 15/07/2022. Leakage date: 15/07/2022. Is there any other relevant history or concomitant therapy? No.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the cause is unknown. A video of a functional test of an explanted 6fr t/l powerpicc catheter was returned for evaluation. The catheter was being flushed through the red luer of the power injectable lumen with a clear liquid. As the catheter was flushed, a spraying leak was observed emanating from the catheter shaft. The leak appeared to be between the 9cm and 10cm depth markings. Microscopic examination, dimensional analysis, tactile evaluation, and functional testing of the other lumens could not be conducted without receipt of the physical sample. The observable features on the submitted video did not contain enough information to identify a specific root cause of the observed leak. It was reported that a clot was aspirated from the catheter prior to the leak being noted. It is possible that the clot caused an occlusion in the tubing leading to over-pressurization of the catheter and the eventual leak. Other possible contributing factors could include material fatigue or damage from a sharp instrument. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text : evaluation findings are in section h.11.